Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02683 / 02684).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to dislocation. The cup and head were removed and replaced with cup, head, and polyethylene liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2013 due to dislocation. The cup and head were removed and replaced. The surgeon also implanted a polyethylene liner. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision due to patient allegations of pain, tissue and bone destruction and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02683 / 02684, 1825034-2014-05231, & -07479).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to dislocation. The cup and head were removed and replaced. The surgeon also implanted a polyethylene liner. Additional information received from patient's legal counsel reports patient underwent a right hip revision due to patient allegations of pain, tissue and bone destruction and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reports patient also underwent a total hip arthroplasty on the left hip. There has been no reported revision procedure for the left hip. Additional information received in patient operative (op) notes reports the patient was revised on the right hip due to instability during everyday activities. Revision op report notes a capsular laxity secondary to shortening of the components. Leg lengths were equal.